Manufacturer narrative:
The upn and batch numbers were not disclosed. Other for coil prolapse.

Event description:
During the procedure to treat an aneurysm in the left internal carotid artery, a "coil prolapse occurred". It was reported that the physician considered the procedure a technical success, and no intervention was required. There were no reported clinical consequences to the patient.